Event description:
Event description boston scientific received information that this atrial pacing lead exhibited pacing impedance measurements greater than 3000 ohms. It is also reported that the patient has atrial fibrillation and there is noise on the atrial channel. There is no evidence of pacing inhibition due to the noise.